Event description:
On (B)(6) 2010, pt reported an air bubble in her insulin cartridge. Pt described the air bubble as "significantly sized". Pt stated she changed the insulin cartridge on (B)(6) 2010, and first noticed the air bubble today. Pt reported the insulin was at room temperature when placed in the infusion device. Verified that the pt was using the proper techniques when changing the insulin cartridge. Had pt place the infusion device in stop mode, disconnect the infusion tubing from her infusion site and prime until the air bubble was no longer visible in the insulin cartridge of infusion tubing. Had pt reconnect the tubing to her infusion site and place the infusion device into run mode. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for evaluation.